Manufacturer narrative:
An ocd field engineer (fe) arrived at the customer site and performed the reader camera adjustment and generated a reference image.(B) (4).

Event description:
The customer reported that the ortho provue missed an antibody that was detected in manual gel.ocd medical director has classified this as a serious injury.